Event description:
When removing a PICC line due to malfunction of the line the tip of the catheter became dislocated and remained in the patient's subclavian vein. The patient required hospitalization and two attempts by the interventional radiologist before the tip was removed.